Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism detachment was confirmed and the cause appeared to be related to device manufacture. The product returned for evaluation was one 21ga securloc safety introducer needle. Blood residue was visible within the luer adapter. The safety mechanism was received completely detachedd from the needle shaft. The safety canister appeared intact and contained the spring clip. Microscopic inspection of the safety mechanism components revealed that they appeared well-formed and unremarkable. The safety mechanism was disassembled and reassembled on the needle shaft. A subsequent attempt to activate the safety was successful and unremarkable. The safety mechanism of a non-complainant needle was disassembled and intentionally misassembled. A subsequent attempt to activate the safety mechanism was unsuccessful, as the safety cannister completely detached from the needle shaft. Given that the safety mechanism functioned as intended following proper reassembly on the needle shaft, it is reasonable to conclude that the initial detachment was likely caused by incorrect initial assembly during product manufacture. This conclusion is further supported by duplication of the event by intentionally misassembling a non-complainant safety/needle assembly. Photographs of the complaint sample will be forwarded to the manufacturing site for further evaluation. The manufacturing facility confirmed that this failure was likely the result of an error during the manufacturing process.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the safety piece of the needle fell off during PICC insertion. No other information provided, at this time.